Event description:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that there was smoke in the laboratory coming from the unicel dxc 800 pro synchron chemistry analyzer. The customer was not in the laboratory when the event occurred. The customer noticed that the ups (uninterruptible power supply) has a fault led (light emitting diode) on. The amount of smoke was equivalent to light fixture ballast going bad. The customer evacuated the laboratory after discovering the smoke and called the fire department. There was no death or serious injury reported. The facility has a risk management plan.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse found that the line conditioner (isolatran) connector j101 ((B)(4)) was charred. The fuse in the ups was also blown. The fse replaced the isolatran and the related harnesses and switch ((B)(4)). The fse also replaced the blown fuse in the ups ((B)(4)). Failure mode is the line conditioner isolatran ((B)(4)). Per technical support, it is more likely that the connector j101 in the line conditioner is the primary failure mode for this event. (B)(4).